Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic surgery-lobectomy procedure, surgeon experienced poor staple formation for both reloads. Also, one of the reloads was noted that it had incomplete staple line at the distal end. Surgeon removed the staple and used another stapler to fix the staple line. There was no patient injury.